Manufacturer narrative:
The ge rep conducted an onsite investigation and determined that the fan needed to be replaced. No further svc info was provided.

Event description:
The customer reported a bubbling noise and poor pedal contact on the 9800 sys. No pt injury was reported.